Manufacturer narrative:
Additional information was received the reported fault of the adjustable pressure valve was an issue of a stiff dial and did not affect the units ability to manually ventilate. The event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the adjustable pressure limiting valve was broken causing a loss of manual ventilation. There was no report of patient injury.